Event description:
It was reported that the deflectable videoscope had a static image. The issue occurred during preparation for use for a laparoscopic colectomy procedure. The procedure was completed using a similar device and there was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed when the device was connected to the video system center. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is presumed the event occurred due to a defect in the unit that was communicating with the deflectable videoscope and the camera head. We confirmed that inspection methods for the suggested event was stated in instructions for use operation manual chapter 3 preparation and inspection 3.7 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.